Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Hybrid analysis found no evidence of high current drain. The hybrid was functional during analysis. Battery analysis found no evidence of internal shorting or battery defects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of a leadless implantable pulse generator (ipg), the device could not be interrogated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found no evidence of high current drain. The hybrid was functional during analysis. Battery analysis found no evidence of internal shorting or battery defects. If information is provided in the future, a supplemental report will be issued.